Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s cgm was reading around 40 mg/dl, no bg meter comparison value was taken. The patient stated he was ¿losing control of his muscles¿, was dizzy, and nauseous. At 2:00 pm, the patient called ems. Once ems arrived, it was reported no bg meter reading was taken, however, the patient was transported to the ER. At the ER, the patient could not recall the specific bg meter and cgm comparison values taken. The patient was treated with oxygen, IV saline, and an IV insulin drip. The patient was discharged on (B)(6) 2025. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.